Event description:
It was reported that patient was not getting to target temperature in the arctic sun device and continued to drop. Nurse stated that target temperature was 96f, patient temperature was 92.8f, water flow rate was 3 l/m, trend showed thermoneutral, 4 pads were connected with no exposed abdomen. System diagnostics showed that the outlet monitor temperature (t1) was 89.6f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 88.3f, chiller temperature (t4) was 49.1f, water flow rate was 3.0 l/m, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0 percent, heater was 22 percent, water reservoir level was 4, system hours were 2424 and pump hours were 2282.2. Mss tried to discuss potential overfill, but other nurse was in room stated that they were calling to get a different device. Mss advised the nurse to send the device to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an overfilled reservoir due to a failure of the level sensor to detect water levels, however this cannot be confirmed. The device was not returned for evaluation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was not getting to target temperature in the arctic sun device and continued to drop. Nurse stated that target temperature was 96f, patient temperature was 92.8f, water flow rate was 3 l/m, trend showed thermoneutral, 4 pads were connected with no exposed abdomen. System diagnostics showed that the outlet monitor temperature (t1) was 89.6f, outlet control temperature (t2) was 89.4f, inlet temperature (t3) was 88.3f, chiller temperature (t4) was 49.1f, water flow rate was 3.0 l/m, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0 percent, heater was 22 percent, water reservoir level was 4, system hours were 2424 and pump hours were 2282.2. Mss tried to discuss potential overfill, but other nurse was in room stated that they were calling to get a different device. Mss advised the nurse to send the device to biomed for evaluation.